Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys, return date: 05-feb-2020. Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis was performed. Flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was bent at 15 cm from the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 14 jan 2021, serial#: (B)(4), UDI #: (B)(4), yes, return date: (B)(6) 2020, no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: (B)(6) 2019, yes , patient code(s): (B)(4), device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) the delivery system was no longer performing adequately to get good contact between the ipg and heart tissue. It was also reported that the ipg exhibited poor measurements. The ipg and delivery system were removed and the procedure was completed with a new ipg and new delivery system. No patient complications have been reported as a result of this event.